Event description:
The pt reported that sometimes during the past five weeks on an unspecified date, the pilot balloon of an 8dct tracheostomy tube deflated. She stated she went to a hospital facility where they changed the tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.